Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call of a high blood glucose level. The customer's blood glucose reading was 500 mg/dl. The caller did not mention any symptoms of the customer's blood glucose levels. The caller did not mention any form of treatment for the customer's blood glucose levels. The customer was not wearing the insulin pump because it would alarm a battery out limit, sensor end, and no delivery. The alarms were cleared with troubleshooting. The customer will not return the device for analysis.